Event description:
The physician reports that the crystalens haptic tore when delivering the lens using the b&l lens injector system. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The damaged lens was returned to eyeonics and evaluated. The visual inspection under microscopic magnification revealed that the haptic was torn at the hinge. The findings are consistent with damage caused by lens injector use.